Manufacturer narrative:
The product pertaining to this claim was not returned for evaluation however, the lens was received and a visual inspections shows a small tear in a haptic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. An investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, cannot be definitively and exclusively correlated to a specific root cause. Possible root cause for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues,all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injectors/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.

Event description:
The reporter stated that the surgeon was inserting a +15.5 diopter single piece collamer lens and the haptic caught on the foam tip plunger and tore off the haptic. The surgeon removed the lens without enlarging the incision. No patient injury.